Event description:
Caller reported an error with the continuous glucose monitoring system, specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support advised a complete pump reset, and the caller planned to reset the pump at their convenience and follow up if the issue persisted.